Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported), however, the issue did not resolve. The patient was placed under general anesthesia on (B)(6) 2024 for abutment removal and skin debridement procedure. The implanted device remains.